Manufacturer narrative:
The subject programmer followed the repair workflow and was returned back to the field.

Event description:
It was reported that an orchestra plus programmer serial number (B)(4) is currently unusable. When attempting to interrogate a device a message is displayed indicating a software issue and indicating to call the manufacturer. An investigation is required.

Event description:
It was reported that an orchestra plus programmer serial number (B)(4) is currently unusable. When attempting to interrogate a device a message is displayed indicating a software issue and indicating to call the manufacturer. An investigation is required.

Event description:
It was reported that an orchestra plus programmer serial number (B)(4) is currently unusable. When attempting to interrogate a device a message is displayed indicating a software issue and indicating to call the manufacturer. An investigation is required.